Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not receiving insulin from the insulin pump. He received a no delivery alarm. The customer's blood glucose level was not reported. He was unable to troubleshoot at the time of the call. The product was not returned. Nothing further to report.